Event description:
On (B)(6) 2012 a respiratory therapist (rt) reported that inomax ds device (B)(4), while in use on a pt. Gave a service advisory alarm. The rt powered the device down and back on which resolved the alarm condition. The pt was switched to another device and there was no impact to the pt. The device was removed from service by the customer and returned to the company for investigation.

Manufacturer narrative:
On (B)(6) 2012 a respiratory therapist (rt) reported that inomax ds device (B)(4), while in use on a pt, gave a service advisory alarm. Investigation was completed on (B)(6) 2012. Evaluation summary: the device investigation is complete and results follow: the root cause is a system error caused by a segmentation fault. This is related to firmware resident on a cpld. This root cause was determined by examination of the service log. The device functioned as designed to interrupt nitric oxide delivery and alarm when such an error is detected. The main circuit board was replaced and the device function to specifications.